Manufacturer narrative:
Findings: unit passed pump self- test and displacement test. No vibrator anomalies during testing, however pinched black wire on vibrator motor assembly noted during visual inspection noted. Partially cracked end cap, minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker. Moisture damage on all electronic assemblies noted. (B)(4).

Event description:
The customer reported via phone that the insulin pump had a vibration anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the device does not vibrate. Customer stated vibrate mode is on and pump battery is not low. The customer was advised to install a new energizer aaa alkaline battery and assisted in performing a self test. Customer stated that the device didn't vibrate during the vibrate test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.